Event description:
Info received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The tech found the valve guide tube was not sealing, allowing the head section to drift. He replaced the valve guide tube to repair the bed.